Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 207 mg/dl, 57 mg/dl, and 30 mg/dl; 406 mg/dl and 110 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).

Event description:
Patient revised for osteolysis, loose patella and loose femoral component.